Manufacturer narrative:
The component was not returned, therefore an evaluation could not be performed to determine root cause. Device history was reviewed and no non-conformities were found related to this event. A follow-up report will be submitted if the device is returned or if additional information is received. (B)(4).

Event description:
While priming the pack, the customer noticed fluid leaking out of the prime bag/tubing junction. The component was discarded and replaced with another. No pt harm was reported as a result of this event.